Manufacturer narrative:
No failure investigation completed. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. The suspected cause was due to customer adjusting their basal rates and the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. The customer consumed carbohydrates to address bg. Tandem technical support educated the customer on insulin labeling and recommendation was made to consult with healthcare provider regarding diabetes management.